Event description:
It was reported that after the first firing when the tech went to take the cartridge out of the stapler that the metal sled remained inside the stapler and would not come out. A stapler was opened to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9dl9v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # 540c91. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a gap in the shroud on the bottom, the anvil bent upwards, and with a gst60t reload present. The reload was received fully fired and it is cracked in half, with the reload pan detached and twisted. Additionally, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The handle shrouds were removed and were found a broken post on the bottom of the battery compartment. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the shroud is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 540c91, and no non-conformances were identified.